Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was able to be depressed while in safety mode, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported ability to depress the trigger while in safety mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a seized locking cam was found, which can lead to the reported event.